Event description:
On (B)(6) 2018, the patient/lay user contacted lifescan (lfs), alleging that her onetouch ultra 2 meter was reading inaccurately high compared to her feelings/normal results. The complaint was classified based on customer service representative (csr) documentation. The patient stated that she first became aware of the issue on (B)(6) 2018 at 8.05 pm, alleging that she obtained an inaccurate high result of ¿349 mg/dl¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient reported that she manages her diabetes using insulin (self-adjuster), and made no changes to her normal diabetes management regimen, in response to the alleged reading. The patient reported that during dinner, after the product issue, she collapsed and had a convulsion. The patient reported that she self-treated the symptoms with 2 glucose tablets and a drink of orange juice. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, and the test strips had been stored correctly and were not passed their expiry date. The patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms of a serious injury adverse event, while using the product, and the alleged meter issue could not be ruled out as a cause or contributor to the event.